Event description:
During procedure upon connection of the catheter the notification "tacticath for single use only¿ appeared with low signal quality. The tactisys was rebooted and the catheter reconnected but the same notification appeared and the signal did not improve. The catheter was exchanged the procedure was completed successfully. No adverse health consequences for the patient. The catheter will be returned.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.